Manufacturer narrative:
Additional information received by biosense webster on 11/21/2016 necessitates a rewrite of the event description submitted in the initial report. It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the injury, the smart touch catheter stopped deflecting as intended. The catheter was replaced with a similar one, and the case continued. Later, the patient became hypotensive, and the tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed, and 350cc of fluid was removed. The patient was reported to be in stable condition afterwards, and eventually fully recovered. No extended hospitalization was required. The physician believes that the injury was most likely procedure related, but noted that the patient condition, anatomy, and the catheter placement may have contributed. Activated clotting times were maintained at 300 seconds. A transseptal puncture was performed with a st. Jude medical (B)(4) transseptal needle. The sheath in use was a st. Jude medical (B)(4). No ablation took place at the site of the injury, as the event occurred post-ablation. For this reason, generator parameters at the time of injury do not apply. Catheter irrigation was set to 2cc/min. Spi values are unknown. The catheter was not in close proximity to another at the time of injury. The catheter was zeroed after the initial warm-up phase, and the carto system did not indicate to re-zero it. No error messages presented on any biosense webster equipment during the procedure. This complaint addresses the second catheter used on the patient. Additional concomitant products: st. Jude medical (B)(4) transseptal needle, lot number unknown. St. Jude medical (B)(4) sheath, model and lot numbers unknown. (B)(4)

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Coolflow pump, model # m-5491-02, s/n: (B)(4). Soundstar eco 8f catheter, model # m-5723-17, lot number unknown. Decanav 7f catheter, model # d-1285-02-s, lot # 17553602m. Webster 4 pole catheter, model # d-1079-237-s, lot # 17251633m. (B)(4). Biosense webster manufacturer's reference numbers(B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the injury, the smart touch catheter stopped deflecting as intended. The catheter was replaced with a similar one, and the case continued. Later, the patient became hypotensive, and the tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed, and 350cc of fluid was removed. The patient was reported to be in stable condition afterwards. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This complaint addresses the second catheter used on the patient.